Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm sensor anomaly. Customer's blood glucose at time of incident was unknown. Customer reported that the transmitter did not blink when connected to the sensor, after the sensor was taken out the sensor electrode was missing. Customer asked to replace the sensor.